Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that seven years following an intraocular lens (iol) implant procedure, the iol was observed to be opaque with white in the middle and the patient's vision is not very clear. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a company representative reviewed the returned pictures which show an eye under the light. At the edge of the pupil there appears to be lighted patches. The exact location cannot be confirmed as these white patches are seen over different areas of the eye. There appears to be a light shadow over the central part of the pupil. Reported complaint cannot be confirmed from the returned photos. The root cause for the reported complaint could not be determined. No determination could be made from the photos provided by the customer. An impact to the visual acuity of the patient cannot be verified from the returned photo. The manufacturer internal reference number is: (B)(4).